Event description:
Customer reported a delivery issue involving a replacement adc blood glucose meter which was reportedly sent on (B)(6) 2014. Customer further reported that on (B)(6) 2014 he did not feel well and experienced frequent urination, felt "dizzy, a little queasy" and was "thirsty", but because he had not received his new meter, he could not test. Paramedics were called and upon arrival received a blood glucose result of 471 mg/dl and initiated an intravenous infusion of unknown type. Customer also noted he was given metformin (unspecified dose). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This report is being sent as a final. Complaint did not involve a product problem; hence no investigation will be undertaken. All pertinent information available to abbott diabetes care has been submitted. Case involves a delivery issue, hence no product serial number was provided. (B)(4).